Event description:
It was reported that the patient's blood glucose level rose to 16 mmol/l (288 mg/dl) despite applying boluses while wearing the pod for between 5 and 24 hours. The patient reported that the cannula was not properly seated at the infusion site (arm), and insulin leakage was present. The patient also reported experiencing pain during the pod¿s needle/cannula insertion.

Manufacturer narrative:
No damages or deficiencies were observed that would contribute to the reported dislodged cannula. The cause of the reported dislodged cannula could not be determined. No issues were found with the cannula assembly that would result in leaking during wear. The fluid path was inspected and no signs of leakage were observed. Lot release records were reviewed, and the product lot met all acceptance criteria. Locked down smartphone: lockdown: omnipod software app version: 3.1.6, operating system: n5004l-am-q-mv01602-06-01.06, hardware: n5004l, cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may not align with the device configuration reported in this section as this data is pulled from our cloud based on the reported date of event.